Manufacturer narrative:
Impella 5.5 was returned for evaluation. Upon visual inspection, a large biomaterial was present within outflow cage and covering impeller blade. Data logs were reviewed and pump flow saturation occurring immediately upon start-up with full saturation occurring approximately 10 seconds after pump start. A small motor current spike and motor speed spike were present just before full pump saturation. Clinical details noted that pump was inserted without issue and flow saturation was occurring immediately after pump was started and decision was made to replace the pump. The root cause of the saturated flow was most likely due to biomaterial based on returned product and data log analysis.

Event description:
The complainant reported that an implanted impella 5.5 pump experienced saturated flow. The pump was removed and replaced to resolve the issue. There was no noted patient harm.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.